Event description:
Pt is reported to have developed a burn, approx 15/16" in diameter, with blister. The burn was located on the calf and developed following treatment with the anodyne professional unit administered by a health care professional. The pt received medical treatment of bacitricin ointment and a dressing.